Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to facilitate device removal from the pt's anatomy. The device clip successfully achieved hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed. The thumb advancer had been retracted proximally confirming use of the access ports. The safety release button was pushed inward and not visible at the window. The device was opened and the safety release rod was found pushed inward out of the retaining tabs. This finding indicates that an attempt was made to use the safety release to remove the device prior to using the access ports to retract the thumb advancer. After the clip is fired, the safety release is not longer functional. Internal exam found the vessel locator wings were bent. The most probable root cause for the bent locator wings was due to compression of tissue between the distal end of the tube set and the locator wings creating high distal forces on the locators causing them to bend. Bent vessel locator wings during removal can contribute to a difficult removal condition. The root cause for the mislocated safety release rod is due to incorrect technique/procedure. No MFR or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.